Event description:
It was reported to fresenius via a customer experience survey response that this patient stated experienced an infection10 months after starting peritoneal dialysis (pd) treatment. Additional information was obtained through follow-up with the patient¿s pd program manager. The patient was admitted to the hospital on (B)(6) 2019 for complications of osteomyelitis. Upon admission to the hospital, it was found that the patient had peritonitis. The patient was administered intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The pd effluent culture was positive; however, the pm could not locate the culture results in the patient record. The patient was discharged on (B)(6) 2019 and was seen in the pd clinic to have their extension set exchanged. During the clinic visit it was determined the peritonitis was caused by the patient¿s improper pd catheter (not a fresenius product) exit site care, improper handwashing, tugging at the pd catheter, and keeping cats in the bed and room where the pd treatments occur. The patient underwent extensive reteaching. The nephrologist determined the patient could remain on pd therapy despite their refusal to remove the animals from the room.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of hospitalization with peritonitis diagnosis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis was attributed to contamination by the patient¿s cats and improper cleaning of the exit site as well as hands. All pd patients are at risk of infection due to a decreased immune system and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation of a product defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the cycler sets shipped to the patient for the three (3) month timeframe immediately preceding the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements and specifications for release. A review of the DHR did not reveal a probable cause. A review of the user guide was performed, which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. However, the reported event cannot be confirmed without examination of the complaint sample.